Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that there are no x-rays produced by the footswitch in the examination room. To resolve this issue, the philips engineer replaced footswitch (biplane footswitch (4p+2) 4m). After replacement of footswitch, the system was restored and returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch in the examination room did not work. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the examination room footswitch was failing. Philips has started an investigation of this complaint.